Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report was brought to our attention by the cordis clinical study registry that a pt experienced a myocardial infarction one day after receiving two cypher stents; one in the proximal right coronary artery (rca) and the other in the distal circumflex artery. The myocardial infarction was attributed to the stent implanted in the proximal right coronary artery.